Event description:
The user facility reported seeing a spark from the door area of the sterilizer. No injuries were reported to patients or hospital staff.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The user stated the "vacuum pump had gone short circuit causing the power supply to fail and resistor to burn out". The field service representative found the resistor was black and expanded where it was normally green and not disfigured. He found the small pcb on the vacuum pump assembly was melted and burnt around the burnt out resistor. No other part of the analyzer was damaged. No injuries were reported.

Manufacturer narrative:
Investigation of the event showed the choke coils of the vacuum pump motorwire overheated. Further root cause analysis showed a short circuit in the vacuum pump motor. The power supply was not defective. Due to the construction of the instrument with nonflammable and flameproof materials, and a housing which is in conformity with the common safety requirements, the risk for patients, users and environment in case of this defect is very remote.